Event description:
It was reported that the reached elective replacement indicator (eri) early due to high outputs that were physiologically necessary. It was also reported that there was mode switching and high atrial rates due to oversensing on the atrial lead. The device will be explanted and replaced. No changes have been made and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4965 implantable pacing lead (B)(6) 1998. (B)(4). The lead remains in use and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.